Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. The patient age was reported to be over 18 years. According to the complainant, during the procedure, the mesh carrier would not remain seated within the patient's tissue. The physician removed the entire device from the patient and the procedure was completed with a different device.